Event description:
Consumer reported using each needle for four (4) injections until her cartridge in the pen is empty. When consumer used the same needle for the 2nd time and she was about half way through insulin injection, needle broke off in the abdomen. Consumer did see her doctor who attempted to remove the needle by making a tiny cut on the skin, but could not find it. Doctor sent consumer to ER where she had another x-ray, which did not show the needle, and they could not do anything at that point.

Manufacturer narrative:
No product return is anticipated as complaint indicates that the product has been discarded. Complaint history check yielded no other complaints for similar condition for the lot reported. No obvious trends were noted. Device history review was conducted and no anomalies noted. Regulatory compliance will continue to monitor on monthly trend reports.